Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: there was a break in the 0.038¿ x 70cm guidewire that was returned with the sample for a previous complaint record. The damage appears to be use-related. A core wire broke at the distal weld tip, which allowed the coil wire to stretch and expose the core wire. This type of damage can occur when the guidewire is subject to excessive stress during clinical complications, such as if the guidewire is caught in the needle. Microscopic inspection of the distal tip of the inner core wire revealed a dull and granular surface. The product IFU cautions, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿

Event description:
The wire was allegedly broken at tip with the coil unraveled. All pieces of the wire were received.